Event description:
It was reported that this 980 ventilator did not pass the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the short self test (sst). The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue of the unit failing with inspiratory and safety valve pressure sensor difference outside test limits. Sp performed the extended self test (est) and found unit failing the leak test, with the safety valve failed to open message. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) based on the codes. The unit passed all the required calibrations and tests as per the manufacturer¿s specifications at the time of service. One ifm pcba was returned to medtronic for analysis: a visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The part was attached to the test ventilator and powered up with no error codes or alarms. Later the ifm pcba failed the functional testing on test ventilator. After a thorough investigation, a faulty safety valve pressure sensor (ps2) on the ifm pcba was identified were the ps2 failed to read the pressures on the overpressure transducer test. Investigation determined if ps2 were to fail while in use on a patient, the ventilator response would be loss of ventilation (lov) but only if ps2 causes the system to open the safety valve and keep it open which is not the case here. Otherwise, the system will function as intended with software controlling of the safety valve. The cause of the event was isolated to a faulty ps2 on the ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.